Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample will be retained by the user facility risk management department. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately thirty eight months post implant, during a scheduled filter retrieval procedure, it was observed that one of the filter arms had detached, and was partially endothelialized into the cava wall at the level of the filter. The filter and the detached filter arm were retrieved from the asymptomatic pt without incident. The pt is reported to be in good condition.